Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging laryngeal cancer and barrett's esophagus. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging laryngeal cancer and barrett's esophagus. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure.dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. · missing ui (user interface) knob. · dust-like contamination throughout humidifier enclosure and water tank. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found seven error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings .pil was unable to address the symptoms specified. In this report, linv was captured. In box d: device third party. Device avail for eval. In box g: date received by mfg. In box h: evaluation method code, evaluation result code, conclusion code was updated.